Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement and subsequently experienced elevated blood glucose, with a reading of 233 mg/dl, and was advised to allow the device¿s corrective algorithm to bring glucose back into range and to call back if not improving within two hours. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for urgent care or hospitalization. Investigation included review of the event details and completion of a blood glucose questionnaire with user education on missed meal handling. Investigation of this case revealed user-related handling associated with a missed meal entry, with device functionality otherwise operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.